Manufacturer narrative:
G4: 20jan2020. B4: (B)(6). There was no patient involvement. The (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported touchscreen failure. The touchscreen is not responding. No patient or user harm was reported.